Manufacturer narrative:
Updated concomitant products in section.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a diabetes ketoacidosis. Customer's blood glucose level was 800 mg/dl. Customer passed out and the paramedics were dispatched. The customer had broken her ankle and started having high blood glucose level. The customer was in the hospital for 45 days. The customer was wearing the insulin pump at the time of hospitalization. The customer lost the insulin pump while in the hospital. Customer was advised a replacement insulin pump will be sent out.